Event description:
It was reported, that during the operation. When inserted the head from the impactor and checked found the scratch on the head.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: during operation inserted the head from the impactor and checked found the scratch on the head the product was not returned to depuy synthes, however photos were provided for review. See attachment (¿¿3.jpg, open ¿¿ ¿¿.jpg, open ¿¿ ¿¿2.jpg). The photo investigation revealed that delta cer head 12/14 32mm +1 presents signs of what appears to be metal transfer on the bottom surface and inside the taper area, consistent with the direct contact with the femoral stem taper and interaction with metal instruments during attempted implantation of the device. Therefore the reported allegation cannot be confirmed a manufacturing record evaluation was performed for the finished device 136532310 lot number 4232798, and no non-conformances /manufacturing irregularities were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +1 would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :a manufacturing record evaluation was performed for the finished device 136532310 lot number 4232798, and no non-conformances /manufacturing irregularities were identified during manufacturing. Device history review : a manufacturing record evaluation was performed for the finished device 136532310 lot number 4232798, and no non-conformances /manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary during operation inserted the head from the impactor and checked found the scratch on the head the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that delta cer head 12/14 32mm +1 has evidence of material transfer on the bottom surface and inside the taper area. However, it is not possible to establish a root cause for the material transfer with de evidence provided. It is possible to consider that there was direct contact with the femoral stem taper and interaction with metal instruments during attempted implantation or explantation of the device. In addition, the returned product was out of the blister pack and the blister was not returned, therefore, no confirmation that the device was damaged upon receipt is possible. A manufacturing record evaluation was performed for the finished device (B)(4) lot number 4232798, and no non-conformances /manufacturing irregularities were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +1 would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device 136532310 lot number 4232798, and no non-conformances /manufacturing irregularities were identified during manufacturing. Device history review a manufacturing record evaluation was performed for the finished device (B)(4) lot number 4232798, and no non-conformances /manufacturing irregularities were identified during manufacturing.